Manufacturer narrative:
Date of event: event date is approximate (year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that on saturday, (B)(6) 2021, the patient saw a message on the handset that said "internal device has lost all data". The message meaning was reviewed. The patient had checked the device prior to saturday and had not seen an error message. Maybe two weeks ago the device was reprogrammed because it was hurting. When asked if reprogramming resolved the issue, the patient said the device was effective for maybe the first couple months. They were still having issues with having to run to the bathroom all the time, getting up at night, and trying to make it to the bathroom. They had tried many of the programs and they made the patient hurt. They did something to the their program 7 two weeks ago, and since reprogramming, stimulation did not hurt, "but symptoms having improved." The patient was redirected to their healthcare provider to further address the issue.